Event description:
It was reported that pn 31x5 europe bd brand needle got stuck in patient during use. The following information was provided by the initial reporter: according to the patient, a needle was pulled out of the plastic holder during the injection (not broken off) and got stuck in the skin. The needle could be removed with tweezers from the skin. The patient had no following serious health deteriorations.

Manufacturer narrative:
Investigation summary: fifty sealed 31g x 5mm pen needle samples were returned from lot. No. 8282907, cat. No. 320212. Visual examination was carried out on all fifty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31x5 europe bd brand needle got stuck in patient during use. The following information was provided by the initial reporter: according to the patient, a needle was pulled out of the plastic holder during the injection (not broken off) and got stuck in the skin. The needle could be removed with tweezers from the skin. The patient had no following serious health deteriorations.